Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission after receiving a vibratory alert from the device for high, out of range, high voltage lead impedance. Device interrogation showed no out of range values post alert, and analysis of connectivity logs indicated that daily direct alerts-check from a transmitter to the device was unable to be performed. Anomalous measurements by the device were suspected. Further testing and turning-off patient notifier was recommended. No intervention was performed. The patient was stable and will continue to be monitored.